Manufacturer narrative:
(B)(4)

Event description:
It was reported that non sustained right ventricular oversensing due to lead noise was observed. Lead damage was suspected. The lead remains implanted. The patient was in stable condition and monitoring will continue.